Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the united states that this patient was admitted on (B)(6) 2014 complaining of acute on chronic chest pain. An EKG indicated biv pacing with occasional pvcs and afib with rvr. Per the last update the patient still remained hospitalized on the transplant acute care unit and the pump was not returned to the manufacturer for evaluation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Cardiac arrhythmia is known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2014 that this patient was admitted complaining of worsening chest pain (acute on chronic). Per the patient, the chest pain was intermittent sub sternal in nature and the severity was severe. An electrocardiogram (EKG) was done on the patient and it indicated biventricular pacing with occasional premature ventricular contractions (pvc's) and atrial fibrillation with rapid ventricular response (afib with rvr). Per the last update the patient still remained hospitalized on the transplant acute care unit. The device was not returned to the manufacturer.